Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/27/2023, it was reported by a patient via email that during a modified brostrom repair of the left ankle procedure on (B)(6), 2022, arthrex bio-absorbable screws and anchors were implanted. Two weeks post-surgery, the patient started to experience hives in the left foot that later progressed all over the body. Per the patient, this is now a chronic condition treated with monthly xoliar injections. No further information was reported. Additional information was requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.